Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the surgeon could not achieve desired strap attachment to mesh. Other device was used to complete the procedure. No further information is available.

Manufacturer narrative:
The device was returned with no damage in the external components and fire testing was not conducted because trigger was jammed. The staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended and 0 straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident.